Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached. Functional testing found that the adapter was connected to the gen2 adapter black box with gen2 acc software, but the strain gauge was unresponsive. The adapter had 45 of 50 procedures remaining, and the reload could not be removed using the blue unload switch. When connected to an rpa handle, the handle entered emergency retract mode, indicating the firing rod was at hardstop. A manual retract tool was used to advance the firing rod slightly, allowing the reload to be removed. Damage to the firing rod tip was observed, suggesting a disconnection from the reload laminates. Afterward, a smart rpa reload was successfully attached, articulated, clamped, rotated, recognized, and fired. It was reported that the device had partial firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was difficulty to retract the knife blade, and instrument locked on tissue. The reported issue were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary lobectomy, in the second shot, the load did not advance to the end of the staple, and the knife did not retract as well, locking the jaws of the device to the tissue. All possible solutions have been done, such as restarting the handle, disconnecting the adapter, and using the manual retraction tool. Shell replacement was also attempted, but all of these did not resolve the issue. To complete the case, a manual stapler from another manufacturer was used. There was no active bleeding due to what happened, but the procedure was extended for more than three hours and the retraction tool worked with other devices. It was noted, after manual stapling, the user replaced the rod with a new one, and the procedure continued without complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: egia45ctav, egia45ctav egia 45 curved vascular sulu (lot n3d0003y); sigphandle, sig power sigphandle handle (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, in the second shot, the load did not advance to the end of the staple, and the knife did not retract as well, locking the jaws of the device to the tissue. All possible solutions have been done, such as restarting the handle, disconnecting the adapter, and using the manual retraction tool. Shell replacement was also attempted, but all of these did not resolve the issue. To complete the case, a manual stapler from another manufacturer was used. It was noted that the procedure was extended for more than three hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary lobectomy, in the second shot, the load did not advance to the end of the staple, and the knife did not retract as well, locking the jaws of the device to the tissue. All possible solutions have been done, such as restarting the handle, disconnecting the adapter, and using the manual retraction tool. Shell replacement was also attempted, but all of these did not resolve the issue. To complete the case, a manual stapler from another manufacturer was used. It was noted that the procedure was extended for more than three hours and the retraction tool worked with other devices.